Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on a blue update screen. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on a blue update screen. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was stuck on a blue update screen for 45 minutes, and the customer reported seeing this issue for the first time. A technical support specialist (tss) identified that the windows update had failed but confirmed that the station was no longer stuck on the blue screen. The tss attempted to contact the customer multiple times but received no response, hence the case was closed.